Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6m vticm5_12.6; -6.5/+5.5/84 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was implanted upside down; intraoperatively the lens was removed and replaced with a same length lens and the problem resolved. There was no patient injury. The cause of the event was reported as unknown.